Event description:
The customer reported the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and its data cable, replaced the gpos single board computer, and reloaded software. The sys operates as intended.